Event description:
It was reported that there were elevated short interval counts (sic), low sensing and a gradual increase in bipolar pacing threshold on the right ventricular (rv) lead. Subsequent testing showed multiple oversensed events. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407645 lead, implanted (B)(6) 2004. (B)(4).